Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was found to have high impedance and their device was disabled. There was no reported trauma. X-rays were taken and it is believed that there appears to be a lead break and also that the patient is a twiddler. The x-ray images were received and reviewed. The generator placement appears to be placed per labeling above the fourth rib. The connector pin appears to be fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. There are two tie-downs present and placed per labelling. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. In the patient¿s neck region after the strain relief bend there is a gap in the lead that appears to be a lead discontinuity. Also, near the generator the lead is coiled. The cause of the patient¿s high impedance is due to a lead fracture likely caused by patient manipulation.